Manufacturer narrative:
New information: b5: this is a follow-up report to remove the initial report. Information provided on 18-jan-2019 the consumer stated that she used security superplus instead of sleek super. This follow up is for the removal of the reportability for sleek super. A new report was filed for security super plus under report 2381757-2019-00138. Additional narrative: a new report with the correct product was submitted under 2381757-2019-00138.

Event description:
This is a follow-up report to remove the initial report. Information provided on 18-jan-2019 the consumer stated that she used security superplus instead of sleek super. This follow up is for the removal of the reportability for sleek super. A new report was filed for security super plus under report 2381757-2019-00138.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated the tampon fell apart into pieces and she removed them. She experienced irregular menstrual bleeding and blood clots.